Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received directly from an end-user who has congenital central hypoventilation syndrome and has required mechanical ventilation while sleeping since birth. During the day, she and breaths spontaneously and uses a passey-muir speaking valve. She reported after one month in situ and she was unable to inflate the cuff of her trach tube prior to going to bed. An unscheduled tracheostomy tube change was necessary. No harm to the patient or permanent adverse effects was reported.